Event description:
Additional information received indicated that the patient hospitalization was due to presyncope symptoms.

Event description:
It was reported that, during an in-clinic follow-up, loss of capture was noted on the right ventricular (rv) lead. The patient was admitted to the hospital for monitoring due to unspecified symptoms related to the event. The suspected cause of the event was rv lead insulation damage. X-ray imaging was performed and no lead anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.